Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
The customer described that about 30 minutes after initiating support using cardiohelp, the cardiohelp unit displayed a "pump disposable error" message. The customer stated that the disposable was properly seated and that no one attempted to removed the disposable at the time the message displayed. The customer powered the device on and off which extinguished the message. (B)(4). Additional information received from rep on nov 10,2015 the customer mentioned no untoward effects to the patient during the reboot (power cycling) process to clear the message. The power cycling process takes about 10-15 seconds. The customer stated they rebooted the unit and resumed support without incident. There was no mention of any lag of time outside the 10-15 seconds or so it takes to power cycle the unit.

Manufacturer narrative:
01/04/2016 03:55 pm (gmt-5:00) added by (B)(4): according to the "cardiohelp system / user´s manual / us version / us-03" page 142 the possible cause or consequence of the claimed error message "pump disposable error" is a pump stop in a disposable. The possible remedy for this message is to place the disposable correctly in the drive or, if necessary, to replace it. According to the complaint report the customer checked if the disposable was seated properly. But there was no attempt to remove the disposable at the time the message was displayed. The decision was made to power the device on and off which extinguished the message. The device was investigated by a maquet service technician. The device was tested over night for approximately 16 hours running with a test hls circuit and no failure could be found. In addition, a system restore, the complete preventive maintenance, calibration, full functional tests and safety tests as per service manual were performed . A failure in the device could not be confirmed. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
(B)(4).